Manufacturer narrative:
The unit could not perform the displacement test due to a missing retainer. The unit was received with a missing reservoir tube o-ring, cracked select button overlay, keypad overlay texture damage, minor scratches on the casing and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via email that the insulin pump was damaged. The insulin pump was returned for analysis.